Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(4) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 112001/124526, model/catalog description: scs 70cm iii lead 8 contact lead. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.